Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, device evaluation findings, endoscopy support specialist (ess) findings, and to update the following sections: the scope was sent to an independent laboratory for culture testing. The scope tested positive for enterococcus faecium, enterococcus casseliflavus, and klebsiella pnuemoniae rhinoscleromatis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. An olympus boroscope was used to inspect the biopsy channel and suction channels of the scope. Scrapes and scratches were found on the interior wall of the biopsy channel. Hard water stains were also found inside the biopsy channel. A brownish stain was also noted approximately 50mm from the distal end channel opening. There were also foreign materials found on the control body. No abnormalities found inside the suction channel. The scope was serviced and returned to the user facility. In addition, olympus offered to provide a reprocessing in-service to the user facility; however, the user facility declined the offer. Based on the laboratory results and evaluation findings, the cause of the reported positive culture is likely attributed to insufficient reprocessing. The reprocessing manual for use provides several warning and caution statements in an effort to prevent cross contamination. ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. All channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators."

Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the evaluation has not yet begun. The scope will be sent to an independent laboratory for culture testing and ethylene oxide (eto) sterilization. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to provide a reprocessing in-service. To date, the ess visit has not yet been finalized.

Event description:
Olympus was informed that the scope culture tested positive for non gram negative rods. It was reported that the culture test was positive for bacteria (type of bacteria is unknown). In addition, the scope was reprocessed in a non olympus automated endoscope reprocessor (aer) medivator¿s dsd edge machine using rapicide as the disinfectant. There have been no problems noted with user facilities aer machine. A non olympus kimberly clark cleaning brush and a non olympus veriscan leak tester were used with the scope. The scope is stored in a hang cabinet. It was further reported that all reprocessing personnel are trained in properly reprocessing scopes. There was no patient involvement with the reported scope.